Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an orthopedic procedure on an unknown date and suture was used. Five years post operative, the patient developed a recurrent pretiabial ganglion cyst which required surgical intervention.